Event description:
The bench technician while working on the device found processor pca output ECG out connector damaged. There was no patient involvement. The bench technician while working on the device found processor pca output ECG out connector damaged. The processor pca needs t be replaced. The bench technician while working on the device found processor pca output ECG out connector damaged. The processor pca was replaced. The device passed all testing and was returned to customer.